Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that her healthcare provider mentioned that two previous patient's ins systems failed. The reason for the device failure is unknown and the status of the patients is unknown, no additional information is available at the time of this report. No patient symptoms were reported.